Manufacturer narrative:
Follow-up #1: date of submission 04/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/01/2016 with the following findings: the black box showed a replace cartridge alarm on (B)(6) 2016 11:21; deliveries resumed at 15:00. The pump was programmed with a 2.0u/hr basal rate and exercised for 24hr time period; at end testing the basal history correctly showed 2.0u and total daily dose showed 48.0u. The daily insulin delivery totals correctly reflected the user's programmed basal rates and the pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. There were no delivery interruptions or errors, alarms or warnings during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 546 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in the total daily dose did not match the active basal program total. This complaint is being reported because the patient allegedly experienced hyperglycemia because of an inaccurate delivery issue.